Manufacturer narrative:
(B)(4). The device involved was not returned to the manufacturer for evaluation. The device reported is not being manufactured currently. A device from the same family was used for the "verification of failure mode reported in the current manufacturing process". Samples were visually inspected and the issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. Corrective actions cannot be established. The device sample is needed for a proper investigation. If the device sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges the device 15mm connector became dislodged during intubation of the patient. There was no patient harm or necessary medical intervention reported. Patient condition reported as "fine".